Event description:
Clinic contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced low audio output. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The receiver log was reviewed and no issues related to the customer complaint were found. Functional testing was performed on the device and found no issues related to the customer complaint. The device was visually inspected and a blockage on the speaker was discovered. The customer complaint of low audio output was confirmed and the root cause was determined to be an assembly error.